Event description:
Healthcare professional reported injecting a patient with unspecified juvederm voluma to the mid face. The patient later developed "bilateral hard lumps in the upper mid face area." Patient was treated with hyalase in the lumps by another healthcare professional. Approximately 1 year later, the patient was reviewed by the treating healthcare professional noting that the symptoms have "largely resolved" and that patient had a "dramatic response" to prednisolone with "almost complete resolution of facial swelling."

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of hard lumps and facial swelling are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.